Event description:
A used indeflator was returned related to a general comment regarding an issue with air in the line [leak]. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported leak was unable to be confirmed. A review of the lot history record and similar incident review of the reported lot could not be conducted because the part and lot number was not provided. As the reported leak was unable to be confirmed during return analysis, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the connection port was not fully connected/tightened; thus resulting in the reported leak. There is no indication of a product quality issue with respect to manufacture, design or labeling. D4: the UDI number is not known as the part and lot number were not provided. B3: estimated date of event- (B)(6) 2023.